Event description:
After activating the hand switch of the bovie electrocautery pencil, the bovie pencil remained on even when not in use(stuck in on position). New bovie electrocautery pencil was retrieved and faulty one was handed off of the field and will be given to materials management and management made aware. Faulty pencil was from the sterile spine surgery pack. No patient or employee harm.